Manufacturer narrative:
Initial report city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured and pinhole was noted in the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured and pinhole was noted in the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(E1) initial report city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 4mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.